Manufacturer narrative:
(B)(4). A ge healthcare service representative performed a checkout of the equipment and a review of the logs. The connection between the anesthesia control board and the display board was secured, and the unit was returned to service.

Event description:
The hospital reported the unit indicated a system malfunction, affecting mechanical ventilation. There was no report of patient involvement.